Manufacturer narrative:
Investigation into this event determined that the probe was bent. Analysis of log files identified error codes supporting occurrence the incident. An ocd field engineer visited the site and replaced the probe. Appropriate adjustments to the analyzer were made to returned the analyzer to expected operation.

Event description:
The customer reported that the probe of the provue analyzer made direct contact with the sample tubes and caused the tubes to break. In the event a customer did not detect this type of situation, injury from the broken glass may occur. There was not report of harm as a result of this event.